Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. The customer's blood glucose level at the time of the incident was 23 mmol/l. The customer was treated with manual injection and full set as well as reservoir change. The customer stated they discarded the reservoir as the bottom of the reservoir came out with the plunger and they had difficulty operating the plunger in the second reservoir. The customer had been using an insulin pump system within 48 hours of reported high blood glucose event. The customer was not using the sensor. The insulin pump will not be returned for analysis.